Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During visual and functional evaluation, pmv and engineering determined that there was a metal fragment received with the devices. Engineering determined that the piece was not a part of the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received and evaluation is in progress. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a whipple procedure, the surgeon had fired 1 reload and then, when firing the 2nd reload, they noticed a piece of what looked like wire sticking out of the channel of the reload where the knife blade I-beam travels. The staple line looked unremarkable. They removed the wire and continued with the procedure without another incident. There was no patient injury.